Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor which was filled with fluorouracil 3950mg in 96ml sodium chloride 0.9% underinfused a patient. The total volume was 96ml and the approximate infusion time was for 2 days. The infusion had not fully infused and was left attached to the patient until fully infused, approximately 40 hours overdue. There was no patient injury or medical intervention associated with this event. No additional information is available.